Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed oversensing with one ventricular fibrillation (vf) episode equal to 210 milliseconds (ms) average v-cycle on (B)(4) 2013. Weekly high voltage (hv) lead trend data shows a spike increase for maximum defibrillation equal to 44 to 556 ohms peak between (B)(4) 2012 and (B)(4) 2012, then returning to 42 ohms on (B)(4) 2012. Concomitant product: (B)(4) implantable cardioverter defibrillator 2007 (B)(6). (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) on right ventricular (rv) lead. The device was reprogrammed, increasing sensitivity to 1.2 mv, and the lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) on right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.